Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the implants were originally scheduled for removal in a few months. Devices were removed on october 18, 2018 due to a scraping noise heard during rehabilitation.

Manufacturer narrative:
510k: this report is for an unknown locking compression plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent removal of a locking compression plate (lcp) on (B)(6) 2018. The removal was due to the report that there was a scraping noise during rehabilitation. The abduction and flexion were limited within 90 degrees. It was found that the proximal area of the plate was slightly disengaged from the bone and the bone of the proximal area of the plate was moved. However, the surgeon did not notice at that time. During the procedure, the surgery found that the proximal bone was broken. The hospital plans no additional operation because the callus has already formed, and the patient doesn¿t report pain. Patient was originally treated for an open reduction internal fixation surgery for the distal end clavicle fracture on (B)(6) 2018. Patient status and procedure outcome is unknown. This report is for an unknown locking compression plate. This is report 1 of 1 for (B)(4).